Event description:
Boston scientific received information that this implantable left ventricular (lv) lead had fractured. A revision procedure was performed. The lead was explanted and an epicardial lead was successfully implanted. No adverse patient effects were reported.

Event description:
Additional information was received that indicates the lead was returned for analysis.

Manufacturer narrative:
Laboratory analysis confirmed the clinical observations. Upon receipt at our post-market quality assurance laboratory, visual observation noted that the lead conductor coils were fractured at the distal end of the suture sleeve tie down area.

Manufacturer narrative:
This lead has not been returned for analysis. Should additional information become available, or if the lead is returned, this report will be updated.